Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found the device was returned with the header detached from the device casing. Based upon analysis findings, it was determined that the header became compromised prior to explant, which contributed to the increase in shock impedance measurements. No further testing was able to be completed due to the detached header. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population, but was implanted in a subcutaneous position.

Event description:
It was noted that the remote home monitor issued an alert for high out of range shock impedance measurements of greater than 200 ohms for the right ventricular (rv) lead. Upon review of the trend data stored in the device it was noted the shock impedance measurements were stable until the first out of range measurement. The patient had also reported feeling a sharp pain early the same day as the acute rise in shock impedance measurements. The patient was brought into the office and initially shock impedance measurements of 100 to 115 ohms were seen. When the configuration was changed to rv coil to can the impedance measurement increased to 130 ohms. Boston scientific technical services (ts) discussed that this acute rise was more indicative of a lead fracture and suggested replacement. An x-ray was taken and a revision procedure occurred due to a lead fracture. The rv lead was surgically abandoned and replaced. It was further noted that the patient reported being in a fight and someone had hit him in the chest. The implantable cardioverter defibrillator (ICD) was also explanted during the revision procedure for reported normal battery depletion. No additional adverse patient effects were reported.